Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 8 mm xience v stent was deployed at 14 atmospheres; however, a proximal edge dissection was observed. A new xience v stent was used to treat the dissection. The patient had a good result and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on visual inspection, there is no indication of a product deficiency.